Event description:
Country of complaint: (B)(6). The needle-thread attachment was too weak.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch. Without any closed and/or defective sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.